Manufacturer narrative:
(B)(6)the devices involved in the incident were unknown; therefore, suspect medical device info is unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This complaint for peritonitis is not confirmed because the disposable product was not returned to baxter and the lot number was unknown. The cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with dianeal and extraneal therapies. Canada pharmacovigilance received the following information from baxter (b)(6 customer services. On an unreported date, the patient was diagnosed with peritonitis. Treatment and the cause of the peritonitis were not reported. The patient recovered from the event. No additional information was available.

Manufacturer narrative:
(B)(4). Further information was provided by a nurse. The patient was treated with gentamycin (40 milligram, daily, route not reported) and vancomycin (2 gram, weekly, route not reported) for peritonitis. The patient recovered from the event of peritonitis.